Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient sometimes felt like it was not working right. The patient thought that it could be due to their diabetes. According to the patient they had been incontinent and having big time urgency and frequency. Additionally, the patient had recently increased stimulation and still did not really feel stimulation. The patient was advised to increase stimulation to where they feel stimulation, but does not hurt and leave it their stimulation at that setting for a couple of days to see if their symptoms improve. The symptom onset was noted to have been gradual. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.